Manufacturer narrative:
(B)(4). This device model is an ife (import for export) therefore 510(k) does not apply. This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "the doctor mentioned that the elevator is out of ift range, it scratched the mucosa of the patient during the operation, but no blood came out. The patient didn't feel too much uncomfortable and no additional treatment applied," involving pentax model eg-3270uk/serial (B)(4). The device involved in the event was returned to pentax (B)(4) for evaluation, where service compared the elevator status of the device involved in the event with two other eg-3270uk models, and did not visualize any deviations. Pentax (B)(4) submitted a corrective action request to the manufacturer to further investigate and implement any corrective actions, if necessary.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2016, a device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2017, pentax medical closed the investigation and considers this medwatch closed since the customer's concern of "elevator out of ift range" could not be confirmed through comparison with 2 additional same model.